Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers 5.1 and 5.2 failed and unrecoverable, device rebooted twice, shut off, and rebooted but it remained as not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 5.1 and 5.2 had failed and were unrecoverable. The field service engineer (fse) re-seated the pyxisbus connector to resolve the issue. The system functioned as intended after the field service engineer repaired the device.